Manufacturer narrative:
Device received and inspected for reported complaint. Device arrived with quad tube set cut by customer. Visual assessment only. Introducer sheath is crumpled and still mounted on device. Complaint verified. Root cause unknown. This observation will be monitored and trended.

Event description:
It was reported on (B)(6) 2020 that the biopsy sheath would not pull away from the probe and the entire probe had to be removed. A biopsy clip was not able to be placed after the procedure. Additional information received from the customer confirmed that the biopsy area was still visualized on post biopsy mammogram images and the pathology results were benign fibrocystic changes with no removal necessary. The reported device was returned for investigation on 02/10/2021 and at that time it was determined that the introducer sheath was crumpled and still mounted on the device.